Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, on 30-august-2016 r wave amplitude measured 2.3 millivolts. Right ventricular (rv) lead pacing impedance within range. No episodes collected.

Event description:
It was reported that on same day of implant, upon device check up the right ventricular (rv) lead exhibited pacing failure. Evaluation revealed intermittent threshold failure. X-ray revealed the position of the rv lead tip moved and the lead had dislodged. The following day, the rv lead was re-positioned, remains in use and stable values were noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.